Manufacturer narrative:
No patient information provided to date after calls to customer 03/15/2021, 03/17/2021, and 03/22/2021. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced scavenging flow control valve to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was manually ventilated and case was completed. There was no report of patient injury.